Event description:
Pt called back on (B)(6) 2020 repeating the issues about her adaptive stim settings not working properly for both ins devices. Caller asked patient services if they had any suggestions on what to do. Caller states she will go in the menu and see check position 2.4ma for example. Then she will touch the group, and the program and press the up arrow and the voltage will go to 0.1ma. The patient was redirected to the hcp and it was reviewed they may want to call tech services when rep and pt are together for further troubleshooting.

Manufacturer narrative:
Concomitant medical product: product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97715, lot#, serial# (B)(4), implanted: (B)(6) 2020 explanted:, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was having problems with the adaptive stimulation where adaptive stim kept stopping stim multiple times a day for 2 minutes. The rep tried to get it working the monday prior to the report, but they could not. Additional information was received from the patient. The patient reported having a lumbar and cervical system. The patient reported again stimulation stops with both inss. Sometimes the controller showed the ins was off and sometimes it showed on. The patient reported that one day the lumbar system stopped 20 some times, the cervical was less. When it stopped, it didn¿t come back. The lumbar restarted on its own after a minute. The lumbar started doing it after implanted in may and the cervical after implanted on (B)(6) 2020. The patient met with a manufacturer¿s representative (rep) and the rep didn¿t know why it was doing it but her usage was way down. The rep told the patient there were no impedances. The patient reported that the stimulation stopped when she slightly turned or moved her head but not when she changed position like adaptive stimulation. The patient confirmed she kept it charged and the ins didn¿t deplete. The patient reported that last night the cervical turned off 3 times within an hour and had to turn it back on physically.

Manufacturer narrative:
Continuation of d11: product ID 97715 lot# serial# -(B)(6) implanted: 2020-(B)(6)explanted: product type implantable neurostim ulator medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the cause was nothing - sometimes it stopped for 2 minutes, other times it was longer - 15 min, 1 hr, 2hrs etc. The reps have reset adaptive stim 4-5 times and it still does not work. Patient kept a detailed log for a few days of wen it happened, what they were doing, how long, the time/date etc. Patient was told they couldn't do anything with it. Patient thought they would be able to track it by date/time, that was 2 months ago. The last time patient was in, they were asked to keep a detailed log (same info they kept before) for 2 weeks so they could find the issue. Then called and setup a meeting with rep and they would meet and call patient services to see what they could find. This was very frustrating. So far, patient keeps a log for 2 days but it happens so much, it is very difficult to track for 2 weeks. Patient was to meet with rep. Sometimes when it stops, patient is standing still, walking through the house or sitting still and haven't changed positions for 75 minutes. Patient stated it was big deal for them (having adaptive stim) without it, they either have to keep settings lower so they work for all positions, or constantly change set tings when changing positions. Patient also doesn't have any stimulation in their neck and shoulders and have asked multiple times to fix it. Patient stated the issue is till the same - most of the time, but not always. The issue occurs with both devices.

Event description:
Additional information was received from the rep. It was reported that stimulation is turning off, patient doesn't feel stimulation. Issue can occur at any time of the day and any body position. Rep said she will check the positions to make sure they are at the appropriate stimulation level. Issue has been going on since end of may. Additional information was reported that the cause of the patient's stimulation turning on and off has not been determined. Amplitudes were reset while with patient in clinic. The patient was instructed by tech services over the phone yesterday to keep a diary of specific events when she feels it turn on/off and that a report can be run by the tech department if needed to compare these logs in the future.

Manufacturer narrative:
Continuation of d11: product ID: 97715, serial# (B)(6), implanted: (B)(6) 2020, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.